Event description:
A portion (191mm) of the lead was returned for analysis. An analysis was performed on the lead portion that was returned. The lead portion returned passed continuity checks and the lead condition is consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. Because the entire lead was not returned, the MFR cannot verify the reported high lead impedance report. Possible causes include design, durability, corrosion, trauma to the site or user error. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met final electrical test specifications. There is no indication that the reported high impedance was related to the pulse generator. The reported increase is seizure was likely due to a lead malfunction. The pt's seizure control is better since revision surgery. The reported suspected programming anomaly was due to the physician not verifying the desired parameters following a programming session.

Event description:
Reporter indicated that intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance test result was obtained after the replacement generator was connected to the original lead. No device diagnostic testing was performed immediately before the surgery. Last known acceptable device diagnostic test results were obtained at office visit ten months prior to generator replacement surgery. Attempts to remove and reinsert the lead connector pins into the replacement generator did not resolve the high lead impedance condition. The replacement generator was disconnected from the original lead and the original generator was then reconnected to the lead. Device diagnostic testing of the original generator connected to the original lead also resulted in high lead impedance reading (dc-dc code 7 and limit), indicating that the device had not reached end of service. Device diagnostic testing of the original generator alone was within normal limits, indicating proper device function. Treating surgeon indicated that he did viualize an apparent kink in the original lead wire on a portion of the lead that was visible from the generator pocket area. The surgeon indicated that the lead wire had actually punctured through the insulation tubing at that point. The surgeon indicated that the wire itself appeared to be intact, but that it was at a sharp (acute) angle. The generator replacement surgery was completed with plans to replace the lead at a later date, as the patient had given consent for generator replacement only and not for lead replacement as well. Further follow-up revealed that thepatient was seen in hospital emergency room six days after generator replacement surgery with "vns complaints" of unknown nature. Device interrogation at time of emergency room visit revealed that the pulse generator was programmed to oma normal mode output current, presumably because stimulation had not yet been reinitiated since the recent generator replacement surgery. Regview of x-rays at the time of emergency room visit did not reveal any obvious discontinuities in the ncp system. Device diagnostic testing was within normal limits, incidcating a possible intermittent discontinuity in ligh of the previous unacceptable test results at prior office visits and during generator replacement surgery. Stimulation was initiated at the time of the emergency room visit. Twelve days later, the patient was seen for follow-up office visit, at which time device interrogation revealed that off time was set to 180 minutes instead of to 3 minutes prescribed. User error during previousprogramming session at time of emergency room visit is suspected to be the cuase in the inadvertent change in device off time setting. Treating neurologist indicated that he did not interrogate the patient's device after device diagnostic tgesting to confirm proper device settings at the time of the previous emergency room visit. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 6). Review of manufacturing records for both the original pulse generator and the bipolar lead lead revealed no anomalies that would adversely affect device performance. No adverse event was reported in conjunction with the high lead impedance condition. Investigation to date has been unable to confirm the cause of the high lead impedance test results.